Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform displacement test due to motor error alarm. The pump was unable to verify erase history file due to motor error alarm. The pump had cracked display window corner and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 577 mg/dl. The customer treated with a manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the motor error occurred more than once in the last 30 days. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.